Event description:
It was reported the patient was having "long pauses." After testing the leads, it was determined they were in good working order. It was concluded the device was experiencing a sensing problem, so it was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported the patient was having "long pauses." After testing the leads, it was determined they were in good working order. It was concluded the device was experiencing a sensing problem, so it was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, sensitivity.